Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the insulin gauge remained static at 105 units of insulin from 8 a.m. To 2:40 p.m. Review of the delivery history by tandem technical support showed that the customer delivered approximately 4.615 units during the reported time, and educated the customer that the insulin gauge decreases in increments of 5 units. The customer declined to upload the pump data for the logs to be reviewed by tandem technical support. The customer's blood glucose level was 189 mg/dl.